Event description:
Additional information received reported that the healthcare provider (hcp) did surgery on the patient three times and still ¿did not get it right.¿ refer to manufacturing report #3004209178-2012-08090 as the device stopped working after implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2007-(B)(6), product type lead; product ID 3778-75, serial# (B)(4), implanted: 2007-(B)(6), product type lead; product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, (B)(4).

Event description:
It was reported that the implant was placed three different times. It was also stated that it took that many times to "put it in." Additional information has been requested, but was not available as of the date of this report.